Event description:
It is reported that the pt was revised in 2006. Dr. Revised a total hip that had a hg ii cup and a multilock stem. Originally, he thought the stem would be retained but, he felt that the fixation was suspect and removed the stem. Some proximal bone was lost. The implant date is unk.

Manufacturer narrative:
Eval summary: the devices were not returned for eval. Part number and lot number data was not provided. Due to insufficient info the cause can not be determined. Eval: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could only verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.